Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, patient underwent posterolateral cervicothoracic fusion surgery from vertebrae c3-t1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). Reportedly, "patient's post-operative period has been marked by a period of improvement, followed by a progressive and worsening return of her neck pain, with weakness in her arms". Allegedly, "severe pain and symptoms ultimately compelled patient to undergo two revision surgeries on (B)(6) 2010 and (B)(6) 2011. Patient underwent implantation of a pain pump in 2015. Patient continues to experience constant and chronic neck and back pain, with radiation of pain into arms.